Event description:
A flexima catheter was used for therapeutic fluid collection from the thoracic space. During the procedure, after unlocking catheter, some resistance was felt, so catheter was cut and removed from pt. The thread from the catheter was left within the pt with a length exposed at the skin surface. The pt was sent to surgery to have the thread removed. There were no further complications reported with this event.

Manufacturer narrative:
The device will not be returned for eval. Therefore, a failure analysis is not available and we are unable to determine ifthe device met its specs. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.